Event description:
The customer alleged a power outage at the facility and reported a water and cidex brand solution overflow from the unit. No injuries were involved. The customer stated the overflow was caused by the power outage at the facility. The solution was cleaned up. A facility tsr guided the customer through re-operating the unit after the power was back on. The customer stated the unit is in operation and no service was requested. No further inquiries at this time.

Manufacturer narrative:
.